Manufacturer narrative:
The device was sent to olympus for inspection. During the device evaluation, the following reportable malfunction was identified: the coating of the image guide tube has peeled off. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope coating of the image guide tube has peeled off. There were no reports of patient harm.